Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized due to a few episodes of hypoglycemia. Blood glucose levels and the type of treatment provided are unknown. No specific allegations were made against the infusion device system, and it is unknown if the product will be returned. Multiple attempts were made to get additional information, but these were not successful.